Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that biometric scanner obstructed the access to medication during the ongoing procedure. A field service engineer inspected the station, identified a problem with the scanner, replaced it, and successfully resolved the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es station biometric scanner had a malfunction, which prevented user from accessing the narcotics during a surgical procedure. The customer confirmed that there was no delay or patient harm. There were no adverse events or injuries reported based on this events

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-sep-2022 to 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was experiencing difficulties with the bio-ID. Although the field service engineer was unable to replicate any failures, he opted to replace the scanner based on the availability of the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station biometric scanner had a malfunction, which resulted in a potential delay in dispensing medication to patients. There were no adverse event or injuries reported based on this event.